Manufacturer narrative:
A ge representative evaluated the system and replaced the touchscreen. The system operates as intended.

Event description:
The fse reported that the system would not start up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.